Event description:
It was reported that post op an open appendectomy procedure in 2013 the patient returned two weeks post op due to abdominal pain and vomiting. They were admitted and taken to the or for an additional procedure. The surgeon observed a bowel obstruction that was a band of adhesions on the loop of the bowel. He stated staples were free falling from the device when fired during the original procedure and the retaining cap had been removed. The surgeon has to snip the adhesion band and it releases the obstruction and the patient is then able to recover in stable condition. There was no issue with the original procedure at the time of the event and the device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information provided: the staples were free falling after firing and the surgeon is inquiring about post op abdominal stricture being related to staples left in the abdomen but not in tissue. Additional information was requested and the following was obtained: the surgeon indicated the extra staples were in the adhesive band, the appendix was not ruptured, he said the adhesive band was adhesion staple adhesion and on the last one the staple was attached to the bowel, 2 weeks after the primary procedure and patient is good after lysis of adhesions.